Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -8.0 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race-unk. Claim # (B)(4).